Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.5mmx28mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up and deformed when crossing the lesion in the distal end of the lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end with stent struts lifted, on the 1st and 2nd distal stent strut rows. The crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube no issues on the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.5mmx28mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up and deformed when crossing the lesion in the distal end of the lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.